Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 140 mg/dl at the time of incident. The customer's mother stated that the display remained blank after inserting a new battery with the replacement battery cap. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.